Manufacturer narrative:
Aso has evaluated returned samples as well as retained samples of the same lot number for adhesion properties. In addition, aso has reviewed records of biocompatibility tests and latex screening test on the adhesive. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin.

Event description:
Consumer reported that she had a bad reaction to the bandages, like a burn to the skin. Consumer reported that she has a scar in her chest and is experiencing pain.